Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery was done during an interior inspection and confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective battery.